Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
5mm piece in mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while brushing with an oral-b rechargeable toothbrush, version unknown he or she got a 5 millimeter piece of an oral-b brushhead, version unknown in his or her mouth. He or she stated that they took that brush head off and put a new one on; he or she threw that brush head away. No symptoms developed.